Manufacturer narrative:
Citation: chikata et al. Simultaneous estimation of gender male and atrial fibrillation as risk factors for adverse outcomes following transcatheter aortic valve implantation. J clin med. 2020 dec 7;9(12):3963. Doi: 10.3390/jcm9123963. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding gender and atrial fibrillation as risk factors for adverse outcomes following transcatheter aortic valve implantation (tavi). All data were collected retrospectively from three centers between may 17, 2010 and february 27, 2020. The study population included 1,088 patients (predominantly female, mean age 84 years), 321 of which were implanted with a medtronic corevalve (29), evolut r (164) or evolut pro (128) bioprosthetic valve. Unique device identifier numbers were not provided. Among all patients, the incidences of all-cause and cardiovascular-related mortality were 141 (13.0%) and 59 (5.4%), respectively. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: atrial fibrillation, heart failure requiring hospitalization, stroke, and low gradient aortic stenosis (as). Based on the available information medtronic product may have been] associated with the adverse event(s). No additional adverse patient effects or product performance issueswere reported.